Event description:
It was reported the patient had his ambicor penile prosthesis removed due to unknown reasons. A new 18cm x 12.5mm ambicor penile prosthesis system was implanted.

Event description:
It was reported the patient had his ambicor penile prosthesis removed due to unknown reasons. A new 18cm x 12.5mm ambicor penile prosthesis system was implanted. Additional information received indicated the device was removed and replaced as the device stopped working due to a leak.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/27/2018 11:29 am CT. The report number is being corrected from: 2183959-2018-62010 to: 2183959-2018-61163.